Event description:
It was reported that the caller experienced difficulty pressing the quick bolus/wake button on the pump, which required multiple attempts to activate the screen. There was no information provided regarding any impact on the customer's blood glucose level. Technical support instructed the caller to use a specific method to press the button, and after removing the case, the caller confirmed that the button functioned as intended.